Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed blisters under the electrodes and on his sides that were bleeding. The patient also reported a blood clot under the right breast. The patient's physician originally placed gauze on the blisters. This prevented the electrodes from making contact with the skin and caused the device to provide gong alarms. The patient's physician later prescribed a cream. Follow up indicated that the cream was not working and the patient elected to end use. Further follow up indicated that the areas had healed.